Event description:
It was reported that the patient presented for an implant procedure. During the procedure, high capture threshold was detected on the left ventricular lead. The lead was replaced during the procedure to resolve the issue. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of high threshold was not confirmed. Final analysis found the complete lead was returned. Electrical test and dimensional analysis were normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements.